Event description:
It was reported that a spectrum pump had "occlusion errors". Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported occlusion alarms which were not reproduced. The false messages were confirmed through review of the event history log as upstream occlusion alarms and were found to be caused by low ultrasonic readings with a fluid filled set. The failed upstream sensor was replaced.